Event description:
It was reported that the patient requested assistance with changing supplies and then resumed insulin therapy without issues, after which the patient experienced a hypoglycemic event of unclear cause with a reported lowest blood glucose of 99 mg/dl and device low-glucose alerts. Symptoms included incoherence. Outcomes included self-treatment with oral carbohydrates and no professional medical intervention or assistance from others, with no hospitalization. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device malfunction or component failure and the cause remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.